Manufacturer narrative:
C1: cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 codes b14, c21: the investigation is ongoing. Preliminary results are not yet available. H3 other; h6 codes b22, c21: the medical device is arranged for return to the manufacturer for further evaluation. If the medical device will be returned for further investigations, the device will be evaluated based on applicable processes, which may or may not involve altering of the device in a way which may affect any subsequent evaluation. Please provide feedback within 5 days after the initial report has been submitted if gore should not perform any investigation which may involve altering the device. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was planned to be implanted for a patient in the common iliac artery for the treatment of stenosis. During the procedure a 7fr x 11cm introducer sheath (balton sp. Z o.o.) Was used. When the physician tried to reach the common iliac artery with the vbx stent, there was a lot of friction inside the introducer sheath. The vbx stent could be still navigated through, but then the vbx stent dislodged and opened totally in the external iliac artery, which was not the intended target lesion. A snare had to be used in order to remove the vbx stent from the patient. Another vbx stent was used to complete the procedure. There was no harm to the patient during the procedure.

Manufacturer narrative:
H3 other; h6 codes b01, c19: the engineering evaluation report details observations made directly on the returned device in addition to device photos captured during evaluation. The cause for difficulty with insertion cannot be determined or confirmed in the laboratory setting. The cause for stent dislodgement also cannot be confirmed. However, the stent graft was returned separated from the delivery system. During the engineering evaluation damage (including flattening and exposed ring apices) was observed on one end of the stent graft. The stent graft did not appear to have been deployed, and the presence of ring impressions and scrunches on the balloon cover indicate that the device was not deployed. As a result, stent dislodgement was confirmed. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. Based on supplier controls, in-process inspections, and the available complaint information, a root cause cannot be established. H6 code d16: the investigation needs to be completed for the conclusion.

Manufacturer narrative:
H6 codes b14, c19: a review of the manufacturing records indicated the device met pre-release specifications. H3 other; h6 codes b01, c21: the medical device returned for further investigations. Preliminary results are not yet available.

Event description:
The following information was reported to gore: on (B)(6) 2025, a gore® viabahn® vbx balloon expandable endoprosthesis (vbx stent) was planned to be implanted for a patient in the common iliac artery for the treatment of stenosis. During the procedure a 7fr x 11cm introducer sheath (balton sp. Z o.o.) Was used, which was advanced to the target lesion. When the physician tried to reach the common iliac artery with the vbx stent, there was a lot of friction inside the introducer sheath. The vbx stent could be still navigated through the sheath, but then the vbx stent dislodged and opened totally in the external iliac artery, which was not the intended target lesion. Reportedly there was no pressure applied to the balloon, when the vbx stent opened. A snare had to be used in order to remove the vbx stent from the patient. Another vbx stent of the same size and a bigger sheath were used to complete the procedure. There was no harm to the patient during the procedure.

Manufacturer narrative:
H3 other: h6 codes b01, b14, c19, d1102, d15: product history review: a review of manufacturing records verified that the lot involved in this complaint met all pre-release specifications. Engineering evaluation: the cause for difficulty with insertion cannot be determined or confirmed in the laboratory setting. The cause for stent dislodgement also cannot be confirmed. However, the stent graft was returned separated from the delivery system. During the engineering evaluation damage (including flattening and exposed ring apices) was observed on one end of the stent graft. The stent graft did not appear to have been deployed, and the presence of ring impressions and scrunches on the balloon cover indicate that the device was not deployed. As a result, stent dislodgement was confirmed. An attempt at replicating the incident to further understand the failure was not pursued because the state of the device is no longer representative of how it would have been received by the user. The reported primary failure mode, concerning difficulty/inability to advance the vbx device through a sheath, could not be independently confirmed. Evaluation of the returned device does not include an attempt to insert the device into the size/brand of introducer sheath reported in the complaint description, or an introducer sheath of known compatibility. The returned device has been used and manipulated in the field and subjected to additional shipping and handling. As such the device is no longer in its original condition. Furthermore, the clinical experience cannot be fully replicated in a laboratory environment due to in vivo characteristics (e.g., patient anatomy and disease state) that may influence advancement through the sheath. No incompatibilities in accessory device selection were identified, and the root cause of the reported complication could not be established with the available information, including device evaluation. The reported dislodgement of the stent graft was confirmed. The vbx device was returned with the stent graft separated from the balloon delivery catheter. Stent ring impressions and scrunches on the balloon cover are consistent with the dislodgement event as no indication of balloon expansion was observed. The field reports ¿a lot of friction inside the introducer sheath¿ during advancement and prior to dislodgement of the stent graft. The IFU instructs users to remove the delivery catheter and sheath in tandem if excessive resistance is felt during device advancement. Therefore, the cause of the dislodgement is attributed to unintended use error associated with excessive force applied to the catheter, leading to stent dislodgement.